Event description:
Customer recently conducted group testing on (B)(6) 2022. They tested 17 samples and 11 of them came out with a very light shade line at the t region. This may have been due to operator contamination. Asked customer to decontaminate the entire lab or testing site using cavi wipes. Over the next 2 days, they also observed a couple more results displaying the very light shade at the t region. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Updated complaint description on (B)(6) 2022 resulted in decision to submit MDR. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer recently conducted group testing on jan 31st 2022. They tested 17 samples and 11 of them came out with a very light shade line at the t region. This may have been due to operator contamination. Asked customer to decontaminate the entire lab or testing site using cavi wipes. Over the next 2 days, they also observed a couple more results displaying the very light shade at the t region. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed no adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.